Event description:
It was reported that the light in exam room 7 was not working. There was no injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the exam light was not working. During inspection by the stryker field service technician, it was noted that the spring arm was no longer seated into the horizontal arm. Further inspection identified that the snap ring holding the light and spring arm had become unseated. A new snap ring was installed, all functions of the light were tested and the light was returned to full use. There was no injury or adverse consequence.